Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, and received battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed active current measurement and self test, but failed sleep current measurement due to high currents. No blank display or failed batt test noted during testing. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded twice on (B)(6) 2024 at 08:06:28.000 hour and at 08:07:51.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and j6/j7 connectors. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, label damage, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, missing display window/cover, pillowing keypad overlay, and cracked keypad overlay. In summary, customer concern for blank display and fail.ed batt test not confirmed. Unexpected battery power loss confirmed due to high currents caused by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.